Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the numbers were not showing on the insulin pump. Customer's blood glucose level was unknown. The device will not be returned for analysis.

Manufacturer narrative:
The initial report had the incorrect information. The correct information has been provided in this report. (B)(4).

Event description:
It was reported that the missing segments issue were resolved with troubleshooting.